Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported her lead was not functioning as intended. The field representative obtained additional information that a revision procedure occurred with another manufacturer's field representative where this right ventricular (rv) lead was taken out of service and replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--